Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). Based on available information, eri appears to have been triggered by long charge times in mid-life. No adverse patient effects were reported. It is unknown if the device will be returned, as it appears a field representative was not at the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.